Manufacturer narrative:
Product ID: neu_unknown_prog, lot# unknown, product type programmer, physician product ID: 8780, serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the physician's programmer displayed a message of "pump memory error; pump and catheter data was invalid". It was realized that an outdated memory card had been used in the programmer. Another programmer was used with up-to-date software and the patient's pump was programmed effectively. The medication used within the system was morphine. No patient symptoms were reported, and no additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.